Manufacturer narrative:
Device evaluation: the pipeline flex was returned for evaluation. As received, the pipeline flex pushwire was within the catheter and the pipeline flex braid was within an opened inner pouch. For further examination, the pipeline flex pushwire was pushed out of the catheter with no issues. The pipeline flex braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline flex braid was observed to be fully open with both ends having slight fraying. Pushwire bending was observed approximately 76.5cm from distal tip coil. Pushwire kinking was observed approximately 97 cm from distal tip coil. Based on the analysis findings and event details, the report of pipeline flex failure to open on the distal end was not confirmed. The cause for the reported experience could not be determined as the returned pipeline flex braid was observed to be fully open with damage (fraying) on both ends. It is possible that the damaged braid and the patient¿s moderate vessel tortuosity may have contributed to the reported issues. However the cause for the damage could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): the user should ¿begin to deliver the pipeline flex embolization device using a combination of unsheathing the pipeline flex embolization device and pushing the delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of the pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate the expansion of the pipeline flex embolization device. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿

Manufacturer narrative:
The pipeline flex has been returned and evaluation is in progress. A follow-up MDR will be submitted when device investigation is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the left internal carotid artery (ica). The aneurysm max. Diameter was 6mm and neck diameter was 4.8mm. The landing zone artery size was 3.5mm distal and 4.9mm proximal. Vessel tortuosity was moderate. The catheter was flushed and all devices were prepared as indicated in the IFU. It was reported that the pipeline flex was deployed (less than 50%) and did not open on the distal end. The pipeline flex was resheathed and re-deployed; the device still did not open. The pipeline flex and catheter were removed from the patient. A new pipeline device was implanted without any issues. The angiographic result post-procedure showed that all vessels were patent. There were no reports of patient symptoms in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.